Event description:
The report indicated that during heart surgery the level sensor did not alarm. At the same time it was noted that the venous line near the heart was kinked introducing air into the biomedicus pump head. The pt was without blood pressure for 4 minutes while air was purged from the circuit. Pt's condition was reported as stable on 9/10/97 but expired on 9/11/97. The pump and level sensor were immediately checked after the case and were found to be working accurately.